Event description:
Boston scientific received information that this right atrial lead had dislodged two days after implant and was found out through chest x-ray. This lead was then successfully repositioned, but the lead then again dislodged the next morning. Additional information indicates that the physician opted to send the patient home with vvir program as the physician felt that the patient will not need the atrial lead anyway and that the patient just wanted to go home. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.